Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lv lead exhibited high thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, a dissection occurred while using the catheter. It was noted that a guide catheter was inserted into the coronary sinus but there were no branches in the lateral part. The catheter was inserted into the antero-lateral and mid branches, but the threshold and twitching meant that the area had to be abandoned. While searching for a branch, the wire entered a fine mid branch and upon angiography, a contrast agent was administered and the agent spread outside the blood vessel, therefore the procedure was abandoned. Hemodynamics was checked and an echocardiography and re-imaging of the coronary sinus main tube was performed, but no problems were found. The lead was not used. No further patient complications have been reported as a result of this event.